Manufacturer narrative:
The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced an ECG failure during operational testing.